Event description:
It was reported the patient had side effects due to the disposable leaking. Patient felt lightheaded and was having heart palpitations. Emergency medical services were called saturday and ran diagnostics which were within range. Patient changed tubing and had since felt better; date symptoms resolved was not provided. Outcome of event resolved.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the complaint will be reopened for further investigation.